Event description:
Dialysis circuit flushed with heparin 1,000 u prior to dialysis treatment start. When treatment started, complained of sudden headache, pain in bridge of nose and over eyes. Pulse 120. Dialysis ceased, dialyzer discarded. No dyspnea, tachypnea, or hypotension. Observed, vs stable. Discharged at 1525 with no further complaints. Two lot numbers of recently recalled baxter heparin 1,000 u in stock at this time: lot # 047056 in stock since 09/18/2007, and lot # 107024 in stock since 10/09/2007. Dates of use: #1: 2007 till out. #2: 2007 - 2008. Diagnosis or reason for use: #1 and #2. Product recall. Event abated after use stopped: #1 and #2: yes.